Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument had low energy in the jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting on the bipolar yaw pulleys . The thermal damage was found at the base of the yaw pulley near the grip. The instrument grips were manually manipulated ,and the instrument passed the electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument failed delivered energy 2 out of 2 attempts. The complaint regarding low energy in jaws was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.